Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, product found in theatres put to one side. Unknown which procedure and exact date of surgery; looks like the clips were scissoring, as some have been fired into a sling. Another device was used to complete the procedure. There were no adverse consequences for the patient.